Event description:
During a laparoscopic nissen fundoplication procedure in 2002, it was reported that the resident assisting the surgeon encountered a bleeder that was unable to be located and cauterized. Rather than utilizing alternative, available minimally invasive equipment/techniques, the surgeon chose to convert the case to an open procedure. No patient complications were reported as a result of this event. The instruments were not returned and there was no indication of device malfunction reported.